Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: pt experienced a fall from 5 meter height and sustained a comminuted fracture of l1. A staged surgery was planned: first surgery: unk date: dorsal reduction and stabilization th12 - l2 with uss product and mis. A few weeks later second surgery took place: date unk: corpectomy l1, replacement of vertebra with obelisk cage. It was noted a minimal loss of height was recorded between surgery 1 and surgery 2. At this time no hardware has been removed and no plans to remove the hardware have been made. No further info available. This is 7 of 14 reports.